Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating, caused by a reservoir tear. All components were removed and a new ipp device was implanted. There were no patient complications reported.